Event description:
During baxter's functionality testing it was found that a spectrum pump experienced a false upstream occlusion alarm. There was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Evaluation confirmed the symptom of false upstream occlusions, but could not reproduce it. The device was operating out of specification with respect to the reported symptom. The ultrasonic sensor was recalibrated to correct the issue.